Event description:
It was reported that the lead exhibited inappropriate sensing and was considered 'faulty.' The lead was capped and replaced. It was also reported that the device had a suspected failure and was sensing inappropriately due to the lead. It was further reported that the lead was sliding around in the pericardium and rubbing on another lead causing oversensing. It was not known if there was an issue with the header as it could not be reproduced, so it was decided that both the device and the lead would be changed out. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the lead exhibited inappropriate sensing and was considered 'faulty.' The lead was capped and replaced. It was also reported that the device had a suspected failure was sensing inappropriately due to the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.